Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device and multi-function cable returned were put through extensive testing including bench handling, hipot testing, leakage testing and functional stress testing without duplicating the report. The patient impedance was found within specification. The device was recertified and returned to the customer. Review of the device activity logs showed three shock events which had patient impedance and energy outputs that were within specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the patient felt an unintended delivery of energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient and the patient required no additional treatment due to the reported malfunction.